Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An operating room supervisor reported recent overcorrections following laser ablation treatments. Upon follow up it was reported this patient experienced an overcorrection one day following lasik treatment.

Manufacturer narrative:
During an onsite visit after the event the fse (field service engineer) performed a complete service and installation record and found device is working in specification. No technical root cause was identified as the product was found to be within specifications. (B)(4).